Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29581. It was reported that the patient presented to the hospital for a scheduled lead revision procedure on (B)(6) 2021. During examination of lead before the procedure, it was noted that the right ventricular (rv) and right atrial (ra) leads were completely dislodged. The physician explanted and replaced ra and rv lead on (B)(6) 2021. There were no adverse consequences to the patient before, during, or after the procedure.